Event description:
It was reported to philips that the system gave an alert indicating ''generator is busy starting up, no x-ray possible". Which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected during planned treatment procedure was performed when the issue happened. The procedure was completed as planned by using small focus. Field service engineer (fse) examined the system onsite and confirmed the reported problem. After reviewing the log, fse found the reported problem. Upon troubleshooting, it is found filament testing confirmed that the large focus filament failure, and it was determined that the x-ray tube have issue. To resolve the problem, the defective x-ray tube was replaced, air was removed, and cooling oil levels were verified. After replacing the x-ray tube, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure completed as planned by using small focus. This scenario includes that the procedure is completed on same allura system. This event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.